Manufacturer narrative:
Explant due to aortic valve stenosis, pannus formation, leaflet incomplete coaptation, and shortness of breath was reported. The device was returned to abbott for investigation and found all cusps to contain tears, calcification and fibrous thickening. There was fibrous pannus ingrowth noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported aortic valve stenosis and incomplete coaptation appears to be related to the patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted, the valve was explanted, and a replacement valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 19mm trifecta valve was implanted in the patient. On an unknown date in (B)(6) 2025, the patient visited the hospital due to suspected heart failure. The sizing of the annular dimensions of the native valve was 20mm. A coronary angiogram (cag) revealed stenosis in left anterior descending artery (lad) and right coronary artery (rca). Based on ultrasound examination, the blood flow velocity was noted to be high, therefore, the patient was also diagnosed with aortic stenosis. On (B)(6) 2025, a procedure was performed as the patient reported dyspnea on exertion. The valve was explanted and a new 19mm epic plus supra valve was implanted. A pannus was noted circumferentially on the outflow side of the explanted trifecta valve. Additionally, pannus was noted on inflow side, and the leaflet corresponding to the left coronary cusp (lcc) was completely calcified and immobile. The patient was reported stable.